Event description:
It was reported to philips that the device had a geometry fault. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips remote service engineer (rse) spoke with the customer and determined the device¿s geometry computer (pc) was not booting up. A philips field service engineer (fse) visited the site and determined the geometry pc¿s power supply was damaged. The fse replaced the geometry pc and the device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information receive the system was outside of clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system indicated geometry fault¿. Upon investigation, fse found that the issue with power supply of geo ipc which was damaged. Fse replaced geo ipc. After replacement of geo ipc, the system was returned to use in good working order. Codes were updated based on the investigation outcome. Evaluation method code code was corrected.